Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. E1 initial reporter phone: (B)(6).

Event description:
It was reported that coronary perforation occurred. The 80% stenosed target lesion with eccentric calcified plaques, was located in the distal left circumflex artery (lcx). A 2.00mm x 15mm maverick balloon catheter was advanced for pre-dilatation at 10 atmospheres (atm) for 10 seconds. During procedure, poor balloon dilation was observed, and it was improved when pressurized to 12 atm. However, contrast agent extravasation was seen in coronary angiography, and coronary perforation was considered. The physician immediately used the balloon to fill and dilate the proximal lcx at 6 to 8 atm to block further extravasation of the blood vessels and prevent pericardial tamponade. The patient did not report any obvious discomfort during the procedure. The procedure was completed with no further complications reported.

Event description:
It was reported that coronary perforation occurred. The 80% stenosed target lesion with eccentric calcified plaques, was located in the distal left circumflex artery (lcx). A 2.00mm x 15mm maverick balloon catheter was advanced for pre-dilatation at 10 atmospheres (atm) for 10 seconds. During procedure, poor balloon dilation was observed, and it was improved when pressurized to 12 atm. However, contrast agent extravasation was seen in coronary angiography, and coronary perforation was considered. The physician immediately used the balloon to fill and dilate the proximal lcx at 6 to 8 atm to block further extravasation of the blood vessels and prevent pericardial tamponade. The patient did not report any obvious discomfort during the procedure. The procedure was completed with no further complications reported.

Manufacturer narrative:
Media review: the device was not returned for analysis. However, media review from the procedure was received and reviewed by boston scientific medical safety. A single image with an inflated balloon in the left circumflex artery was provided. The vessel seems to show signs of dissection although there is no reference to the moment of the procedure this image refers to. No baseline image of the vessel was provided which might help assess if sizing was appropriate. The complaint report states that the patient had an 80% stenosis in the distal left circumflex artery, with eccentric calcified plaques, and the treatment plan was to perform pci with drug-coated balloon. The lesion was pre-dilated with a 2.00mm x 15mm maverick balloon catheter at 10 atm for 10 seconds. The balloon was allegedly underexpanded and dilated properly at 12 atm, when contrast agent extravasation was observed through the coronary angiogram and coronary perforation was suspected. The same balloon, according to the complaint, was inflated at 6-8 atm to prevent further contrast extravasation and possibly cardiac tamponade. Also, according to the report, the patient did not report any obvious discomfort during the procedure and the procedure was successfully completed without further complications. The device was not returned and initial investigation concluded that this complication is anticipated as known inherent risk of the device. The type of lesion (calcified, eccentric) is a known facilitating factor for this complication to occur. The available media and information is insufficient to allow any further clarification to be provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. E1 initial reporter phone: (B)(6).